Event description:
It was reported to philips that the system was unable to perform geometry movements, delaying the procedure 45 minutes. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing atrial fibrillation procedure. The procedure was completed after restarting the system and delayed in 45 minutes. It was reported to philips that the stand movements were partially available. Review of the logfile shows stand movements partially available. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found the ap frontal stand non-functional due to a likely spp power supply issue, while the lateral stand allowed the procedure to continue and requested onsite support. The philips remote service engineer (fse) checked the system onsite and found that the fuse and gib were blown, after replacing the same the issue persisted. On further troubleshooting the fse confirms issue with spp power supply. To resolve the issue, the fse ordered and subsequently installed a replacement power supply. The defective part was sent for analysis, for power supply unit malfunction was observed and the failure was found to be electrical defect. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.